Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side ¿getting smaller¿ ¿leaking¿, nausea, feeling warm, dizziness, lethargic, weak, tired. Additionally patient reported they are experiencing 'autoimmune' reaction that includes dizziness and nausea. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.2., h.6.

Event description:
Patient reported a left side ¿getting smaller¿ ¿leaking¿. Additionally patient reported they are experiencing 'autoimmune' reaction, nausea, feeling warm, dizziness, lethargic, weak, tired; these events are non device related. Device remains implanted.